Manufacturer narrative:
The pt did not wish to return to the injector, dr. (B)(6), but instead went to dr. (B)(6) for f/u care. The pt indicated that a lump developed one week post, but the pain / infection did not develop until one more week later ((B)(6)2011). The device history records for radiesse lot 1025534 were reviewed. All required testing specifications were met prior to release; there were no abnormalities noted. The pt reported that she is doing better and the infection is gone. The area is still quite tender.

Event description:
The pt was injected with radiesse dermal filler (mixed with lidocaine) to the nl folds and a scar in the chin, near the mental crease by dr. (B)(6). The nl folds look good, but the pt developed a lump about one week post injection and went to another physician's office near where she works. She was seen by rn- (B)(6) at dr. (B)(6)'s office, who deeply massaged the area, and instructed the pt to do the same daily. At two weeks post injection ((B)(6) 2011), the pt reported that the area is sore, red and feels like a canker sore is starting. She is very concerned about this and is wondering how to get rid of it. The pt was seen by dr. (B)(6) on (B)(6) 2011 and was diagnosed with infection and treated with antibiotics (cefalexin) 500mg/ 1 week.